Event description:
It was reported that the device displaying a service icon and had an error code in memory that indicates a possible failure of the device to delivery energy. There were no reports of patient use associated with this incident.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided.